Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented in-clinic after receiving a vibratory alert, high, out of range pacing lead impedance and increased capture threshold were observed. The lead was capped and replaced on (B)(6) 2016. Insulation damage was noted during the replacement procedure. The patient was doing well and will be monitored with routine follow-up.

Manufacturer narrative:
A partial lead with the connector pin measuring 15.0cm was returned for analysis. External insulation abrasion was noted at 11.1-11.8 cm from the connector pin, consistent with lead friction to the ICD can. The silicone insulation was intact at this location.